Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. This did not cause any damage to the tissue. In the scope, the clip fell off the catheter in a closed state and was retrieved without any damage to the scope. Another clip was not needed to complete the procedure as the bleeding had stopped on its own. No complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. This did not cause any damage to the tissue. In the scope, the clip fell off the catheter in a closed state and was retrieved without any damage to the scope. Another clip was not needed to complete the procedure as the bleeding had stopped on its own. No complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire and the over sheath assembly was missing. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.